Event description:
The customer reported that during a robotic hysterectomy, a jarit reusable cord that was inserted into the generator was observed to be split and was glowing. The cord caught on fire and ignited the surgical drapes. The fire was extinguished by and there was no harm to the pt or surgical staff.

Manufacturer narrative:
(B)(4). To date the incident generator has not been received for eval. If the unit is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.